Manufacturer narrative:
The returned pump was visually inspected and biomaterial was observed in the outflow. The pump was run in a basin of water and pump flow was 3.6 l/min with suction.the cause of the issue was most likely biomaterial.

Manufacturer narrative:
Benchtop investigation of the returned pump is ongoing. When the investigation is complete, a supplemental report will be filed.

Event description:
A male patient of unknown age received hemodynamic support from an impella 5.5 heart pump as bridge to lvad. Suspicion of thrombus in pump due to hemolysis, red urine and elevated ldh. The attending physician decided to change the pump. A new impella pump has been successfully inserted. The patient has been stable afterwards with no more hemolysis issues.